Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient was experiencing no external power, low flow hazard, low speed hazard, and low pump current alarms, in addition to a pump off alarm while connected to the mobile power unit (mpu). Review of the event log confirmed pump stop events on (B)(6) 2022 at 3:12 am. The data indicated the pump was off with the controller running on external backup battery (ebb) power for an unknown amount of time. The event was most likely caused by electrostatic discharge (esd) and appeared to have caused the mpu to malfunction. The pump was not able to reset without an external power source. The patient changed to batteries and had been on batteries since. The pump appeared to resume normal operation once batteries were fully connected. There appeared to be a second esd event on battery power on (B)(6)2022. The patient experienced no symptoms and no treatment was required.

Event description:
It was reported that on (B)(6) 2022, the patient was experiencing no external power, low flow hazard, low speed hazard, and low pump current alarms, in addition to a pump off alarm while connected to the mobile power unit (mpu). Review of the event log confirmed pump stop events on (B)(6) 2022 at 3:12 am. The data indicated the pump was off with the controller running on external backup battery (ebb) power for an unknown amount of time. The event was most likely caused by electrostatic discharge (esd) and appeared to have caused the mpu to malfunction. The pump was not able to reset without an external power source. The patient changed to batteries and had been on batteries since. The pump appeared to resume normal operation once batteries were fully connected. There appeared to be a second esd event on battery power on (B)(6)2022. The patient experienced no symptoms and no treatment was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned system controller. Log files were submitted and downloaded from the system controller spanning approximately 7 days (21jan2022 ¿ 27jan2022, 07feb2022 per timestamp). The beginning of the log file captured a pump stop with lvad off alarms with low speed advisory, low speed hazards and low pump current faults. The captured voltage values appeared consistent with a loss of power from the mpu and, at 3:12:23, the no external power alarm became active. Due to the no external power which was active between 21jan2022 at 3:12:19 - 3:12:46, the intentional pump stop also became active as the hm3 controller will not attempt to start the pump until an external power source is connected. At 03:13:04, the patient connected to 14 volt battery power and the pump restarted approximately 4 seconds later. The duration of the pump stop could not be determined as the data was overwritten. This sequence of events appears to be consistent with an esd event causing the pump to reset. The driveline was disconnected on 27jan2022 at 14:35:33 for a system controller exchange. There were no other notable alarms in the log file. During servicing at the abbott service depot the reported event of the mpu not functioning properly was confirmed and was determined to be an issue with the mpu power supply. Multiple purchase order requests were sent asking for the repair of the unit; however, no response has been received. The unit was shipped back to the customer unrepaired. The root cause of the reported event was determined to be due to a damaged mpu power supply. The root cause of the damage was unable to be determined. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that mobile power unit (mpu) failure resulted in low flow alarm. The patient experienced no symptoms and was instructed by ventricular assist device coordinators to use batteries until next visit. No patient treatment was required and the mpu was replaced.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 24feb2022. No additional information was reported. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis. Log files were submitted and downloaded from the system controller spanning approximately 7 days ((B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. From the beginning of the logs on (B)(6) 2022 at 3:12:19 - 3:12:46 there were no external power events while connected to the mobile power unit. The no external power event cleared when 14v battery power was connected. This event cleared on its own and the pump increased back to the set speed. There were no other notable alarms in the log file related to the reported event. Multiple good faith efforts were sent asking if the mobile power unit had a v-lock connector, if there were any environmental circumstances that may have contributed to an esd event, and if the mpu would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis however a log file was downloaded from the returned system controller. Log files were submitted and downloaded from the system controller spanning approximately 7 days (21jan2022 ¿ 27jan2022, 07feb2022 per timestamp). The beginning of the log file captured a pump stop with lvad off alarms with low speed advisory, low speed hazards and low pump current faults. The captured voltage values appeared consistent with a loss of power from the mpu and, at 3:12:23, the no external power alarm became active. Due to the no external power which was active between 21jan2022 at 3:12:19 - 3:12:46, the intentional pump stop also became active as the hm3 controller will not attempt to start the pump until an external power source is connected. At 03:13:04, the patient connected to 14 volt battery power and the pump restarted approximately 4 seconds later. The duration of the pump stop could not be determined as the data was overwritten. This sequence of events appears to be consistent with an esd event causing the pump to reset. The driveline was disconnected on (B)(6) 2022 at 14:35:33 for a system controller exchange. There were no other notable alarms in the log file. Multiple good faith efforts were sent asking if the mobile power unit had a v-lock connector, if there were any environmental circumstances that may have contributed to an esd event, and if the mpu would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.